Manufacturer narrative:
This case is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 118 mg/dl (aviva) and 256 mg/dl (guide).